Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device issue: material rupture. Time of device issue: during procedure. Adverse event: none. It was reported that in a mildly tortuous, moderately calcified distal right coronary artery (rca) lesion, the voyager rx was delivered and during the first inflation the balloon ruptured at 6 atmospheres. The balloon was removed and a non-abbott balloon catheter was successfully used to complete pre-dilatation. There were no reported adverse pt effects. No additional info was provided.